Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the manufacturing record and the product release decision control sheet of the involved product code/lot number combination confirmed that there were not any indications of anomaly in them. The record of both the outer diameter and the distal tip fracture strength at the time of shipping inspection was confirmed for the product of the involved product code/lot number combination. No anomaly was found. A search of the complaint file found no other similar report with the product code/lot number combination involved from other facilities. (B)(4).

Event description:
The user facility reported that the physician used a merit asap aspiration 6 fr catheter with the rtns wire involved. When the physician attempted to aspirate, the rtns wire was destroyed, and appeared to come uncoiled. The tip did not separate, and all items from the patient we able to be removed. There was no patient injury/medical or surgical intervention required. The patient was in stable condition. Additional information was received on 18 apr 2022: the procedure performed was an aspiration of the coronary artery. The procedure was completed as intended after successfully removing the wire from the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. The actual sample upon receipt was one runthrough ns. Visual inspection of the actual sample found that the niti core wire inside the stainless-steel coil section had been fractured, and the stainless-steel coil had been frayed and fractured. The niti core wire length of both the actual sample and a factory-retained current product were measured. Following results were obtained (no missing section was found). The niti core wire length of the actual sample distal end fractured section was approximately 243mm; the fractured section (joint between the stainless-steel coil and niti core wire) was approximately 7mm. The niti core wire length of a factory-retained current product distal end (joint between the stainless-steel coil and niti core wire) was approximately 250mm magnifying inspection of the platinum coil section of actual sample found that the distal end had been kinked (the coil pitch had been opened). Magnifying inspection of the stainless-steel coil section of actual sample found that it had been frayed at approximately 185mm - 200mm and 245mm - 247mm from the distal end. Electron microscopic inspection of the fractured section of the actual niti core wire found that the fractured section of both at the distal side and hand side had been curved. The fractured surface had been twisted and a dimple pattern was found. The shape of fractured section matched on the distal side and the hand side. The outer diameter of the platinum coil section and the stainless-steel coil section (normal sections) of the actual sample were measured and confirmed to meet the specifications. The thickness of niti core wire in the vicinity of fractured section of the actual sample was measured. It was equivalent to the current product, and no anomaly was found. The bending strength of the platinum coil section and the stainless-steel coil section (normal sections) of the actual sample were measured and confirmed to meet the specifications. A stimulation test using a factory retained runthrough ns found that the coil was trapped, and the following forces were applied respectively. In each case, it was found that the niti core wire inside the coil was fractured. Electron microscopic inspection of the fractured section of each niti core wire obtained following results: I) when pulling force was applied: the fractured section was tapered, and a dimple pattern (a hole-shaped pattern) was found on the fractured surface, it was different from the actual product. Ii) when repeated bending force was applied: no taper or curve was found on the fractured section, and radial patterns and a dimple pattern were found on the fractured surface. It was different from the actual product. Iii) when torque force was applied: the side of fractured section was twisted, the center of fractured surface had a dimple pattern, and a spiral pattern was found around it. It was different from the actual product. IV) when pulling force was applied in a looped state: the fractured section was curved, the fractured surface was twisted, and a dimple pattern was found. It was very similar to the actual sample. Based on the investigation result, as a possible cause of this event, it was likely that the facture occurred due to the following mechanism. The coil of actual sample was trapped for some reason (e.g. Stenotic lesion). When the trap was released, the push-pull operation was performed, and a loop-shaped deflection occurred in the actual sample. When pulling force was applied to the involved section the niti core wire inside the stainless-steel coil of actual sample was fractured. The stainless-steel coil was frayed and elongated when it was aspirated with the combined aspiration catheter. When the stainless-steel coil was retrieved outside the patient's body or after the retrieving, pulling force was applied to the stainless-steel coil, and the actual stainless-steel coil was fractured. Regarding the kink (opening of the coil pitch) of the platinum coil section at the distal end of actual sample, it was inferred that it was caused by excessive bending force. However, it was not possible to clarify when it occurred. Ashitaka factory has been making efforts in maintaining the quality of this product by the following controls: I) after the coil/ niti-core wire fixing process, 100% visual inspection is performed to assure that there is no deformation in the coil; ii) after the product assembling process, the outer diameter is measured on 100% basis to confirm that there is no anomaly on it; iii) fracture strength of the distal tip is measured on sampling basis per product code/lot to confirm that there is no anomaly in it. For future use, warning found in the instructions for use (IFU) of this product should be noted, as appropriate. "If any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter."